Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the faradrive sheath, the physician was unable to pass easily the seal valve of the sheath with the dilatator. He finally succeeded in passing the valve. After this action the seal valve was ineffective (leak). Procedure completed using an alternate device, no patient complications. The device was disposed.